Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies and insulin vial were changed. The infusion set site was changed to a different location. Insulin delivery was resumed. Blood glucose was approximately 400 mg/dl. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and intravenous insulin was administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. As the pump supplies were changed, tandem technical support was unable to determine a possible cause of the occlusion. Tandem field representative made attempts to follow up with the customer; however, the customer did not reply.